Manufacturer narrative:
Mw5113018 problem has been communicated with the guest by email, the guest and the report reporter failed to provide more information than the report, combined with the report of mw5113021 problem picture analysis should be caused by improper operation of medical staff stabbing (not according to the correct operation of the instructions lead to activation failure, stabbed), after checking the appearance and structure of the retained samples of the same batch of products, activating the safety sheath according to the product instructions will not cause activation failure. In addition, the safety hypodermic needles exported and sold by our company to the united states and the european union from 2020 to now have not received relevant complaints about the safety sheath not activated or activation failure or being stabbed.

Event description:
Needle was sticking out of safety sheath after mechanism was engaged. This caused a staff needle stick after vaccine administration.

Manufacturer narrative:
The corrections are as follows: 1. In part d2, the product code is changed from fmi to meg; 2. In part h1, the summary report was cancelled.

Event description:
Needle was sticking out of safety sheath after mechanism was engaged. This caused a staff needle stick after vaccine administration.

Event description:
Needle was sticking out of safety sheath after mechanism was engaged. This caused a staff needle stick after vaccine administration.

Manufacturer narrative:
The corrections are as follows: in section d2, change the product code of the last supplementary report from meg to fmi; in part h1, the summary report was cancelled.